Manufacturer narrative:
Follow-up # 2 date of submission 11/12/2013-correction: contamination was only found under the contrast and up arrow key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was intermittently unresponsive and difficult to press. No moisture or trauma to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/16/2013 with the following findings: visual inspection of the pump showed some cosmetic defects, scratched lens and worn keypad. Investigation revealed that the ¿up¿ and contrast buttons were responding intermittently while the ¿down¿ and ¿ok¿ buttons were responding properly to presses. Rubber keypad was observed to be peeling and exposing the button contact underneath. Removal of the keypad revealed contamination under all button contacts. Unrelated to this complaint, a crack was observed on the battery compartment. On startup, a dim and discolored screen was observed. Pump cover was removed, the display was replaced with a test display, and the test display was functioning properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.